Event description:
Customer reported her insulin pump has been alarming no delivery. Customer's blood glucose was 424 mg/dl. She treated with a manual injection. Customer verified the connection. Insulin exited the tubing when manually pushed with a plunger. She put the reservoir back in the insulin pump and ran a manual prime. The device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).